Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set disconnected from a saline flush syringe; further described as ¿the saline flush came off the IV (intravenous) port completely¿. This occurred while in use on a patient. The cause of the disconnection was unknown. It was reported the connection was very secure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two companion samples (in seal blister packs) were received for evaluation (lot number ur18l15038). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage and under water pressure testing were performed. The companion samples were determined to meet functional performance specification requirements. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.